Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2020-03289.

Manufacturer narrative:
The event date is unknown. The patient's weight is unknown. Further device information is unknown. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown the results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2020-03289. It was reported the patient had not been receiving adequate therapy due to their leads being implanted/located in a position that was not optimal. As a result, one of the patient's leads was explanted/replaced to address the issue. Note: both of the patient's leads are being reported because it is unknown which device was explanted/replaced.